Event description:
There was an allegation of a questionable albumin assay result for a patient sample tested on the cobas c 503 analytical unit. The initial result was 7.34 g/dl. The repeat results were 3.10 g/dl and 3.16 g/dl on a second cobas pro. The test was repeated as the result did not align with the patient¿s clinical history. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number was requested but was not provided. The investigation is ongoing.